Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause of the reported condition of peritonitis is use error- poor aseptic technique.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a baxter employed nurse from (B)(6) of not cleaning area before starting pd and peritonitis in a patient coincident with dianeal pd2 ultrabag therapy for peritoneal dialysis (pd). On an unreported date, the patient did not clean before starting pd. On (B)(6) 2011, the patient experienced peritonitis, not requiring hospitalization. On (B)(6) 2011, the patient began remedial treatment with a loading dose of vancomycin 1gm ip and continued daily ip injections of fortum 1gm and amikacin 250mg. The root cause of the peritonitis was due to area not clean before starting pd. At the time of this report, the peritonitis was resolving and the event of area not clean before starting pd was not reported. Dianeal remained ongoing. The nurse believed the event of peritonitis was unrelated to dianeal pd2 ultrabag therapy, however did not provide an opinion of causality for the event of area not clean before starting pd.